Event description:
Reporter indicated that vns patient was seen by neurologist for chest pain and increased heart rate. Device diagnostic testing was within normal limits. Normal mode output current was decreased. The patient was seen again the next month and reported no further problems. The increase in heart rate reportedly resolved with the decrease in output current.